Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during squeezing and resecting a group of blood vessels in an open abdominal pulmonary resection surgery, the surgeon were unable to squeeze first when stapling the device to the group of blood vessel. Squeezing was possible by changing the angle, but when the surgeon tried to perform firing, the device fired nothing in the middle of the procedure, and the staple did not run. The firing also stopped halfway, resulting in a distally incomplete staple line. The jaws of the device lock on tissue as well and was able to be removed. To resolve the issue, additional suture was performed with new suture device.